Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced an event of diabetic ketoacidosis on (B)(6) 2025 leading to hospitalization. High blood glucose reported was 400 mg/dl. Symptoms reported were nausea, thirst and irritability. Patient was administered insulin using drip at the hospital. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4)). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001317, in question was manufactured at the reynosa site. Device history record (DHR) review: packaging: the lot 6001317 was manufactured according to the wi version 75 and packaging in the machine 12, on 16/may/2023, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no work instruction (wi) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.